Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of electrocardiogram strips from the cardiac defibrillator showed automatic mode switch (ams) episodes with periods of intermittent undersensing of the atria. The cause of the ams and loss of sensing were not determined. A device reprogramming occurred on (B)(6) 2017 and there was a return of atrial sensitivity. The patient was without symptoms before and after reprogramming.